Event description:
During a procedure to insert a nail, the surgeon was opening the pt and the tip of the awl broke off inside the pt's trochanter. The surgeon attempted to retrieve the awl using extraction pliers but the tip further broke into smaller pieces. The surgeon then used a drill bit to drill away the surrounding bone and managed to extract the awl tip. No pieces remained in the pt and the nail was placed. Extraction of the awl extended the procedure by approx 1 hour.

Manufacturer narrative:
Dimensions of the tip of the awl cannot be verified due to damage. Review of the raw material testing certificates and the mfg records found no deviations regarding material analysis, strength and structural stability. The values were in compliance with specs and international standards. The microscopic view of the broken surfaces is homogenous and does not show any anomalies of material structure. The shaft of the handle was separated from the awl-blade. The t-handle shows marks on the top of the t-bar and points to the fact that a hammer was used on the instrument to propel it forward. The microscopic view of the laser weld shows that the weld connection between the parts met the spec at the time of MFR.